Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material around the objective lens and on the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause of the observed foreign material could not be determined, as the investigation findings did not lead to a clear conclusion about the cause of the adverse event, however, the issue was likely the result of insufficient device cleaning/reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.